Event description:
The customer reported a "device error/service required" message during use of the device. The symptom was clarified to be an autotest error.

Manufacturer narrative:
(B)(4): the device was returned to philips for evaluation and the autotest error was confirmed. There was no adverse pt event reported. An intermittent v1 lead was identified. The trunk cable was replaced. After passing all testing the device was returned to use. The intermittent malfunction of v1 trunk cable error was resolved by replacing the trunk cable.